Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the surgeon did not use the veress needle, the surgeon pulled up on the abdomen and inserted the trocar blindly. The surgeon then inserted the camera and noted blood in the abdomen, the surgeon then insufflated and placed the trocars and started her exploratory laparoscopy. The surgeon then used the harmonic scalpel for the endometrosis. After suctioning and irrigation the surgeon removed a clot and discovered a laceration to the bowel, then she cauterized and the case was converted to an open procedure. The laceration was repaired and the pt moved to recovery.